Event description:
In 2001, the end-user called disetronic and stated that there is a crack in the tubing near the luer lock. In november, 2001 maersk medical received the complaint and the used tubing.